Manufacturer narrative:
The insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self -test, off no power test, error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test , excessive no delivery test and delivery accuracy test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, scratched keypad overlay, scratched case, scratched reservoir tube window and minor scratched lcd window.

Manufacturer narrative:
Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime/delivery test, rewind test , excessive no delivery test and dat at 0.08750 inches. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, scratched keypad overlay, scratched case, scratched reservoir tube window and minor scratched lcd window.

Event description:
The customer's son reported via phone call that the customer was hospitalized on (B)(6) 2017 with high blood glucose between 250 mg/dl to 500 mg/dl. The caller also reported a hospitalization event on (B)(6)2017 with a high blood glucose of 758 mg/dl at the time of admission. The cause of the hospitalization was diabetic ketoacidosis. The customer was treated with an insulin drip. Customer was wearing the insulin pump at the time of hospitalization. Troubleshooting found the time was incorrect on the insulin pump. The insulin pump did not pass high pressure test. Customer's current blood glucose was 250 mg/dl. The insulin pump will not be returned for analysis.